Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that oversensing due to noise was observed via a merlin.net transmission. The lead was explanted and replaced. There were no patient complications.